Event description:
During an intial implant procedure, increased capture threshold and increased pacing impedance were detected on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of increase capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.